Event description:
A report was received that a pt felt that her leads were about to come through her skin. The pt's physician opened the pt's pocket site and discovered that a suture end was almost protruding through the skin. The physician repositioned the leads and the implant. The pt is reportedly doing well.